Event description:
Caller reports patient brought to the emergency room for hypoglycemia; patient had received glucose gel while in the ambulance. Shortly after patient tested 572 mg/dl at 21:32 and 81 mg/dl at 21:34 on the gts advantage system. Patient received additional glucose gel following the result of 572 mg/dl. Patient received the following results of the gts advantage system: 77 mg/dl (21:48), 370 mg/dl (22:03), 478 mg/dl (22:08). A lab value of 89 mg/dl was obtained at 22:15. Patient's condition had improved. Requested return of suspect device and replacement was sent.